Manufacturer narrative:
A2: age at time of event, dob. A3: sex. B3: date of event. B5: additional information: the event did not occur while in use with a patient. No patient injury was reported. D10: device available for evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer was having sporadic issues with the pump disposable 100 milliliter cassette with back flow protection. The customer was having 1 to 2 pump errors every other week on average. These were occurring either on infusion start or mid treatment from 4 to 12 hours after start. Several technicians and nurses had been involved and it was alleged that this was not specific to one person. The customer reported that they were getting 3 types of errors. The most common was (no disposable clamp tubing) 50 percent of the time, followed by (high pressure) alarm code, 30 percent of the time, and then (upstream occlusion) 10 percent of the time. The customer tried to troubleshoot; reset the pump unit, followed by trying different pump unit(s) and finally the pharmacy replaced the cassette. The customer has had to replace 5 cassettes in the past 3 weeks. The customer was unable to determine which lot were showing problems, however, had a mix of cassettes in service with some different lots believed to have been involved. No patient injury was reported.